Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present between both screw flanges and polyurethane (pu) potting cut surfaces. Gross visual examination of the device noted a short fiber on the non-cavity ID end of the dialyzer located at approximately 40 degrees (with the dialysate ports at 0 degrees). The dialyzer was subjected to a laboratory bubble point test where a leak was observed at the location of the short fiber. The dialyzer was subjected to destructive disassembly for further visual analysis. The presence of a short fiber was confirmed on the fiber bundle during gross visual examination. No other damage or irregularities were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device confirmed the presence of a short fiber on the fiber bundle which led to observed leak. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking near the arterial hansen of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.